Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after surgery, they noticed a quite pronounced cloudy lens. Additional information has been requested. There are two medical reports associated with this patient. This file is for right eye.